Event description:
It was reported by sales rep that a 5 way foot pedal device was broken. During in-house engineering evaluation, it was determined that the left pedal was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Both a photo and the complaint device were received and evaluated. The photo with the product label indicated the product code and the lot number which were then verified to be correct. According with the visual inspection of the photo, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed wear marks and rotated left pedal was broken. Therefore, this complaint can be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The possible root cause for the reported condition can be attributed to the rough, heavy and repeated use of the device, since this is a reusable device, the constant rough manipulation between surgeries can lead to a broken pedal, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.